Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, the pulse generator exhibited an inappropriate auto mode switch episode due to far-r wave oversensing. It was suggested during the call that the device be reprogrammed. No intervention was performed.